Event description:
On 08/21/2025 the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 401 mg/dl while troubleshooting bluetooth pairing of their dexcom g7 with the ilet. The patient reported feeling fine but a little thirsty. A new sensor was paired, and bg returned to 168 mg/dl later that morning. No outside assistance or medical intervention was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.